Event description:
I am also a physician. I had a 3-level acdf done on (B)(6) 2015. At that time, 3 peek cages were used. Cages were filled with nanoss. At 7-10 days post-op, I started to develop a systemic polyneuropathy, with new neurologic deficits that were not associated with any pre-operative. This polyneuropathy progressed to involve boh arms, both legs, trunk, and the face. It manifested by severe sensory pain, in all extremities, pain was severe burning sensation and band-like pain in all parts of both arms, legs, trunk, and face. This progressed significant to muscle mass loss in the muscles of both arms and legs over the next 3 weeks (lost 12 lbs and 3 sizes). The polyneuropathy was unexplained by anything in my medical history. I also developed signs of spinal cord myelopathy, at th level of the acdf, though no myelopathy was noted on repeat MRI exams. The syndrome progressed over the period of weeks. I have required several prescription drugs (narcotics, gabapentin, muscle relaxants, anxiolytics) to try and control the pain so I could function. I am now 7 weeks post-op. The only explanation for this syndrome is that I have likely had an inflammatory/immune response to the nanoss that had caused this severe and debilitating polyneuropathy. We do not yet know if it will be permanent or will get better as the nanoss is resorbed. Nanoss was FDA approved without human clinical trial data on the basis of being a biosimilar. There are reports of the biosimilars, particularly those with recombinant proteins embedded, causing this kind of response. Of particular importance is that the use of steroids, nsaid's and other immune modulators is not allowed after an acdf due to the inhibition f bone fusion, making this reaction not only debilitating, but untreatable. I have kept a record of my symptoms, which can be provided if further details are needed.